Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was admitted to the hospital on multiple occasions with diabetic ketoacidosis that "almost killed" them; cause was not known. A blood glucose level was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer reverted to an alternate method of insulin therapy.